Manufacturer narrative:
Summary of evaluation: this event was attributed to a mfg/inspection error. Inspection plans have been revised to preclude this type of occurrence in future.

Event description:
The screw could not be passed through the nail. An alternate screw and nail were implanted. There was no adverse consequence or delay in surgery.